Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displays a green image. The issue was found during preparation for use, during functional check, for a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There was no delay in the procedure and there were no reports of patient harm.

Manufacturer narrative:
The customer reported a green image. During their inspection, the service business center (sbc) detected varying-colored images (purple/green). By disassembling the device and testing the components individually, the sbc traced the image error back to a defective charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor the field performance of this device.